Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the handle, blade trigger, button, shaft, and jaws appeared to be intact with the exception of the jaws being damaged. The device plug is stryker branded, the plug was inspected for damage, corrosion, and deformation and none were found. Visual inspection of the complaint device revealed the jaw was still attached and not separated from the device. Both sides of the jaw pin welds were broken. The metal sides were separated but attached. The jaw pin that sits in between the welds was still attached to the shaft. At a closer look with a 10x microscope small gouges/ indents were notice on the jaws. The jaw functionality could not be tested due to the damaged jaw. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: grasping on too much or inappropriate tissue types or staples, improperly forcing open the jaws of the device, attempting to remove the device from the trocar with the jaws in the open position, or device damage to mechanisms during use, shipping damage. The instructions for use (IFU) state: use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Carefully insert and withdraw the instrument through the cannula to avoid damage to the device and/or injury to the patient. Close jaws using device lever before insertion/extraction in the trocar. Do not attempt to clean the instrument jaws by activation the instrument on wet gauze. Product damage may occur. Do not clean the instrument jaws with a scratch pad or other abrasives. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. In case the instrument is accidently dropped on the floor, turn off the generator and unplug the instrument prior to discarding. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. Do not turn the rotation wheel when the lever is latched. Product damage may occur. Turn the rotation wheel on the instrument until the jaws are in the required position. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the instrument was opened and the mouthpiece almost came off without being used. As reported, the device was replaced with another reprocessed device. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.